Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported, the patient was hospitalized for the event. Treatment for the event was unknown. The pd therapy was continued during the treatment. The patient recovered at the time of report. No additional information is available.